Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly and needle anomaly. Customer's blood glucose at time of incident was 100 mg/dl. The customer replaced sensor and two of them when pulling metal needle out it pull it out also and would not read. Customer stated he had two sensors that did that. The customer stated that he inserted sensors and when removing needle hub it pulled the whole sensor out with it. The customer saved the sensors to return. The customer was advised that we ship 2 sensors and return 2 sensors.

Manufacturer narrative:
Unable to confirm the insertion needle anomaly due to the insertion needle was not returned with the enlite sensor.